Event description:
Cytology needle was inserted thru bronchoscope to obtain tissue samples. Once sample was obtained; attempted to retract needle into sheath with guide wire. The guide wire came off of needle therefore entire needle and sheath had to be pulled thru bronchoscope to prevent injuring pt with needle.